Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through investigation and medical records, that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 6 months due to stenosis that was caused by restricted leaflet mobility. The patient presented with progressive dyspnea on exertion. The tavr was performed with a 23mm 9755rsl transcatheter valve. The patient was transferred to the ICU post procedure and discharged pod#2. Per medical records, the patient presented with progressive dyspnea on exertion. Earlier tee demonstrated restricted leaflet mobility with high gradient of (38.26mmhg) consistent with prosthetic stenosis. The patient underwent tavr in which the 23mm 9755rsl transcatheter valve was deployed successfully. The patient transferred to ICU in stable condition and discharged pod#2.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including diabetes mellitus. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.